Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that postoperative to an unspecified arthroscopic procedure, it was observed that the patient had swelling of the soft tissues and increased pressure on the mediastinum. As a result, it required patient to be ventilated for an unspecified time. According to the reporter, the fms vue pump-shaver box device was set with the patient high and the pump plus 30cm initially at 50mg and during surgery at 60mg. It was reported that the surgeon was not sure if it was a problem with the device or the surgical technique. It was not reported if there was a delay in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there was a prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Subsequent follow-up with the customer, additional information was received. The reporter clarified that the suction line was hooked up to the fms pump suction. Furthermore, it was reported that the patient was going for three hours of intensive care unit to treat the swelling. It was clarified that the procedure was shoulder arthroscopic rotator cuff repair. The current status of the patient was reported to have no issue and was already checked out of the hospital.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was sent to the service center for evaluation. The repair reports indicate: the input check report indicates that there was no alarm for the high pressure test. The system software was upgraded the complaint device has been tested, and is now fully functional. The root cause of this failure is an older version of the software. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number on (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the work order for this complaint says: ¿service declined. System unavailable for evaluation:¿ this complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The repair reports indicate: the input check report indicates that there was no alarm for the high pressure test. Because this unit is under warranty it was sent back to the supplier for evaluation. The supplier received the pump and tested and their report indicates: there was no issue with appropriate pump work and any pressure tests during investigation. The process requires that any units that are returned have any needed software upgrades performed. The system software was upgraded by the supplier. The device was tested and passed all tests. The pump was then returned to the service center and tested. The device passed all the tests. The complaint device has been repaired, tested, and is now fully functional. This information was forwarded to the escalation team. The root cause of this failure could not be identified. This complaint cannot be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).